Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the active blade broke off. The instrument and broken pieces were placed in the original package, tagged and put in a biohazard bag to be returned for analysis. It was not reported how the procedure was completed. There were no patient consequences reported. This is all the information known/available regarding this event.